Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and top part of the reservoir was broken. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The sides of the case has some scratches. Did not note any cracks in the battery compartment, battery threads, around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.